Event description:
It was reported that the lead appeared to be pulled back from the righ ventricular (rv) apex which resulted in high threshold and no sensing for rv lead. The lead was repositioned to the septum where acceptable sensing and threshold measurements were obtained and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.